Event description:
Complaint was reported as the following: the pt was intubated with a 7.5mm endotracheal tube. The tube failed to hold insufflated air after intubation. The cuff was checked prior to intubation. The pt was extubated and re-intubated. No pt injury reported.

Manufacturer narrative:
A device history record review could not be performed due to an unknown lot number. A device sample was not returned for evaluation. The complaint can not be confirmed.